Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is completed.

Event description:
The hcp reported the pt was experiencing increasing pain despite titration on the pump medication. The drug used in the pump is sufentanil 200 mcg/ml and bupivacaine 20 mcg/ml at 0.3 ml/day simple continuous infusion. The hcp reports underinfusion of the pump with reservoir volume discrepancies. The pt was treated with pump explantation and replacement. The device was returned to the MFR for analysis. The pt recovered w/o sequela.